Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to ongoing issues with t-wave oversensing diminished r-wave signals. This has resulted in the patient getting several inappropriate shocks from the s-ICD. The suspected cause may be related to system position. Since previous troubleshooting with programming changes have not been successful, the decision was made to explant the s-ICD system. The patient has also developed left bundle branch block and now requires pacing support. A cardiac resynchronization therapy defibrillator (crt-d) was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.